Event description:
The customer reported that during a laparoscopic nephrectomy case, a piece of the active waveguide disengaged from the dissector. An alarm was heard right before the piece disengaged. The piece did not fall into the patient cavity. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.